Event description:
Technical support visited account on (B)(4) 2007 to troubleshoot and noted the patient ran several hours with acceptable results on the mean arterial pressure (map). It was later observed that there was a 20-25 mmhg discrepancy when using the 70anm5 slave cable between the vigilance ii computer and the ge solar 8000m bedside monitor system. No patient complications were reported.

Manufacturer narrative:
(B)(6). The device was not returned for evaluation. Edwards lifesciences visited account on (B)(4) 2007 to troubleshoot and understand root cause of discrepancy reported (B)(6) 2007. The ge sales rep also furnished testing and verified that there was a dynamic waveform sent out of the ge solar's analog output port. Testing at that time indicated that the arterial waveform at 150 bpm for 30 hours and the vig ii correlated accurately with the ge solar over the entire period. Visit did not resolve the root cause. The dfu instructs the user to verify the slaved map values with those displayed on the bedside monitor. Reference vigilance ii dfu, section 2-6. The statement is as follows: "caution: the accuracy of continuous svr, vqi and o2 el depends upon the quality and accuracy of the map, cvp and sa02 data transmitted from the external monitors. Since map, cvp, and sa02 analog signal quality from the external monitor cannot be validated by the vigilance ii monitor, actual values and the values (including all derived parameters) displayed by the vigilance ii monitor may not be consistent. The accuracy of continuous svr, vqi and o2ei measurement, therefore, cannot be guaranteed. To aid in determining the quality of the analog signals, regularly compare the map, cvp and sa02 values displayed on the external monitor to the values displayed on the vigilance monitor. Refer to external input device operator's manual for detailed information regarding accuracy, calibration, and other variables which may impact the analog output signal from the external monitor." Device 2: brand name: pressure slave cable; device type: analog slave cable; manufacturer: edwards lifesciences (B)(4); model#: 70anm5, other#: 2006-12; device available for eval?: no; (B)(4).